Event description:
It was reported the patient is experiencing heating at her scs ipg pocket site. The heating is regardless of whether the stimulation is on or off. The patient reported she had to ice her ipg site to cool it down. An sjm representative met with the patient and reported the patient's ipg appears superficial. X-rays have been ordered. The next course of action has not been determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.